Event description:
The reporter indicated that the pt experienced ventricular fibrillation in the coronary care unit post implant. The physician decided to reposition the lead; however, the lead could not recross the valve. The device was replaced with a "dddr."